Event description:
It was reported that the ventilator switched itself off once while it was connected to apt. It was found that the on/off switch at the back of the ventilator was switched off. The pt was bagged manually and the ventilator was switched on using the on/off switch at the back and reconnected to the pt successfully. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).